Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 51-53 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the cause for low bg was due to the control iq software not adjusting insulin delivery as expected. Tandem technical support reviewed pump data and verified the control iq software functioned as intended. Recommendation was made to discuss diabetes management with a health care provider.